Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08-sep-2025, the user reported elevated blood glucose (bg) levels after leaving the ilet on the charger for several hours, which interrupted insulin delivery. The user had also run out of one of their medications two days prior and was advised by the agent to consult their doctor. The highest blood glucose (bg) recorded was 385 mg/dl. Bg was corrected after reconnecting the ilet and resuming insulin delivery. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.